Event description:
The patient reported receiving an 04 (occlusion) error and that her blood glucose elevated to 650 mg/dl. While troubleshooting, the patient stated she changed her tubing and cartridge the day before this issue. She was advised to remove and reinstall her cartridge, piston rod and infusion set tubing. At that point, she was able to prime through the accessories with no occlusion error. The patient said she was going to connect back up to the infusion device and perform a 15 unit bolus to correct her blood glucose. No medical treatment was necessary. No symptoms were provided with the elevated blood glucose. No product is being returned for evaluation and no product information was available from the patient at the time of this call.

Manufacturer narrative:
Product not returned for evaluation.